Event description:
On october 10, 2023, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Sensor (B)(6) was tested in-house, and a qc revealed a loss of chemical performance, which confirms the complaint in-vitro. The system correctly disabled the sensor due to performance failure. The most likely root cause of the failure is oxidation of the sensor's hydrogel.